Event description:
It was reported that a malfunction with code malf 1 occurred in the customer's insulin pump, and it could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the customer to receive a replacement pump with updated software and advised on necessary actions, including programming settings and connecting the continuous glucose monitor (cgm) to the new pump. Instructions were also provided for placing the old pump into storage mode and returning it within 10 days using the supplied return box and pre-paid label, which the customer acknowledged.